Event description:
Customer reported increasing her dosage of novalin 70/30 (insulin) due to unit of measure changing on her freestyle blood glucose monitoring system. She showed symptoms of blurred vision, cold sweats and perspiration. The customer also indicated that she passed out. Exact treatment administered to stabilize customer is unknown.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.